Event description:
The syringe could not release the third coil and leakage was noted. This patient was undergoing coil embolization within the middle cerebral artery aneurysm (mca) measured 5 mm x 3.5 mm. There was no calcification/tortuousity present. Two coils were deployed using this syringe without difficulty. During attempt to deploy the third coil, syringe leakage was noted. Before attempting to deploy the third coil, the syringe exceeded the black line beyond position #3 previously. The plunger did not move back or stripped and the blue wing lock was not cracked. Dedicated saline used directly from an infusion bag for the syringe. The wing lock was locked before he was increasing the pressure. The coil was removed intact and the same coil was used with an new syringe to complete the procedure. There was no adverse effect to this 50 year old female patient.

Manufacturer narrative:
The product has been returned for evaluation and testing, however, the engineering evaluation is not yet complete. Additional information will be submitted within 30 days upon receipt.